Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a trial lead implant procedure, the lead may have frayed. After multiple times of threading the lead and pulling it back, the lead may have had some fraying around the electrodes. The lead was replaced with another one to complete the trial. There were no patient injuries.

Manufacturer narrative:
Product ID neu_stylet_acc, product type accessory. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Final device analysis for the lead revealed that the lead had epoxy (foreign material) on the outer insulation, 6.5 cm from the distal end. Final device analysis for the stylet revealed no anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.